Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
The service engineer investigated the ventilator on-site and found several technical error codes including the reported power error code. It was, among other things, recommended to replace the dc/dc & standard connectors printed circuit board (pcb) and monitoring pcb. The ventilator was not released for use. No device logs or other information has been received despite reminders. The found technical error code combination may have different, intertwined causes. Different printed circuit boards (pcb) can contribute to the problem, for example the dc/dc & standard connectors pcb, the control pcb or the monitoring pcb. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it can, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. As no device logs or faulty part was returned for investigation, the root cause for the generated error codes could not be determined.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).